Event description:
During preventative maintenance of the device, the user reported that the fan in the roller pump was noisy. No other details regarding nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.